Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 19 occurred during the load process. Additionally, it was reported that there were air bubbles in the tubing. The customer's blood glucose level was 210 mg/dl. A new cartridge was successfully loaded to address the event and recommendation was made by tandem's technical support for the customer to prime the tubing to remove the air.